Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that surgeon revised poly on patient's left scorpio knee due to suspected infection cultures came back negative and suspected poly wear and upon explant, surgeon noted poly wear on explanted insert.

Manufacturer narrative:
An event regarding wear involving a scorpio insert was reported. The event was confirmed. Method and results: device evaluation and results: consultation with material analysis team indicated that burnishing, scratching and third body indentations were observed on the articulating surface of the returned insert. The insert wear is consistent with polyethylene in-vivo service. Medical records received and evaluation: not performed because no records were provided for review. Device history review: a review of the device history records could not be performed as no lot information was identified. Complaint history review: a complaint history review could not be performed as no lot information was identified. Conclusions: the reported event of tibial insert wear has been confirmed. The insert wear is consistent with polyethylene in-vivo service. Some poly wear is not unexpected 17 years after implantation. No further investigation required. If additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that surgeon revised poly on patient's left scorpio knee due to suspected infection cultures came back negative and suspected poly wear and upon explant, surgeon noted poly wear on explanted insert.